Manufacturer narrative:
An event of endocarditis from a staphylococcus aureus infection was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on the available information, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Section d6a. - estimated implant date as definitive implant date is currently unknown.

Event description:
It was reported that on unknown in 2022 or 2023, an unknown size amplatzer patent foramen ovale (pfo) occluder was successfully implanted in a patient. On an unknown date the patient was admitted for management of endocarditis from a staphylococcus aureus infection.